Event description:
New information received notes the left bundle branch area pacing (lbbap) lead instability was due to the patient anatomy and the helix mechanism issues were noted after the lead insertion into the patient's body. The lbbap lead was removed and upon mulitple attempts, a new lead was successfully implanted.

Event description:
It was reported that the patient presented to the hospital for a scheduled conduction system pacing (csp) implant procedure. During the procedure, the physician encountered difficulty with septal engagement due to a significantly dilated heart, resulting in inadequate sheath support and lead instability. Despite multiple positioning attempts, myocardial tissue repeatedly became entrapped within the helix of the lead. Subsequently, the helix was unable to extend or retract. The patient remained in stable condition.

Manufacturer narrative:
Further information was requested but not received.